Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2015 asr xl - left reason(s) for revision: alval / soft tissue reaction update 5 mar 2015: rec'd scf, added surgeon - (B)(6), additional reasons for revision - increasing metal ions, osteolysis. Sm (B)(6) 2015 update dec 08, 2017: email notification from (B)(6) received. There is no new information added that changes the MDR decision. Updated complainant information. This complaint was updated on december 08, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. Update 5 mar 2015: rec'd scf, added surgeon - (B)(6), additional reasons for revision - increasing metal ions, osteolysis. Sm (B)(6) 2015.